Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. During unpackaging, when removing the device from the protector ring, the stent was found already completely dislodged from the balloon on the metallic stylet. The event happened before any patient contact.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The stent was returned on the transportation wire inside the protector cap. The stent is severely deformed over its entire length, i.e. Several struts are strongly bent. The stent protector shows no damage or irregularity. The balloon of the returned delivery system is well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped in between the two radiopaque markers. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.